Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by in house biomed , the cardiosave intra-aortic balloon pump (iabp) unit shut down . There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). Additional contact number: (B)(6). A getinge field service engineer evaluated customer reports unit shut off. Replaced exec bd. Exorcised unit to no fail. Full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. No patient involved. The failure analysis and testing department received the following part associated with this complaint: exec. Processor board. This part was received with a reported unit failure message of unit shut off. Performed visual inspection of this board and found out that the board was expired due to 8 years of replacement. The fat dept. Cannot be investigating this board with cardiosave test fixture, it probably damage the cardiosave test fixture. Retaining this board in the fat dept. Due to old part revision, this board is not going back to supplier for further investigation.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.